Event description:
The pump was explanted due to an infection. The pt presented with a sign of infection of the device pocket. This included incisional wound opening. Cultures of the device pocket were done. Serratia marcesens was the organism cultured. The pt did not have meningitis. The pt was treated with oral antibiotics. The infection is reported to have resolved.